Event description:
Patient presented to the physician with swelling and fluid accumulation at the neck incision site. Physician aspirated the site, and purulent discharge was observed. Due to a possible infection, the physician prescribed antibiotics and ordered a CT scan. Physician will review the results and re-evaluate the next steps.

Event description:
Patient presented back to the physician with an induration located inferior to the neck incision site along the stimulation lead tract. Physician prescribed oral antibiotics.

Event description:
Patient presented back to the physician with continued infection at the neck incision site. Physician brought the patient into the or, removed the entire inspire system, placed a drain, and closed. Postoperative antibiotics were prescribed after the procedure was completed.

Event description:
Patient presented back to the physician with continued symptoms at the neck incision site. Physician brought the patient into the or, excised scar tissue, irrigated the neck pocket with antibiotic solution, and closed the incision. Postoperative antibiotics were prescribed after the procedure was completed.